Event description:
The customer reported that the device failed to power up. There was no report of patient involvement or adverse patient impact.

Manufacturer narrative:
(B)(4) the customer reported that the device failed to power up. There was no report of patient involvement or adverse patient impact. The philips response center worked with the customer by phone and suggested that the customer order and replace the energy select switch assembly. On (B)(4) /2012, when contacted by phone the customer reported that he had ordered and replaced the energy select switch assembly which resolved this malfunction. The customer reported that the device remains back in service.